Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted on (B)(6) 2007; unknown lead, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote transmission showed t-wave oversensing (twos) on one stored non-sustained tachycardia egm (electrogram) for the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.